Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 84 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm noted. All buttons functions properly. However unit had corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and stained end cap sticker.(B)(4)